Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 24 of the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.